Event description:
It was reported that a symptomatic patient presented to the ER with a device that was post-sensed t-wave oversensing. The device delivered inappropriate therapy, which was noted on a stored egm. Programming changes were made and the patient has not had any issues since then.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.